Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 1.7; reference: 1.8; mean: 1.75; confidence limits: 1.2-2.3. The 1.2 inr is excluded from the list since it has no reference data. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. Summary: end-user claims discrepant results. Customer results analyzed in house. New strips results reported; accuracy met criteria. Inratio value 1.2 not suitable for comparison. Discrepant result complaint does not include direct data comparisons between inratio and another system, or replicate data points with inratio. Insufficient data to determine the possible root cause and to confirm discrepancy. Product deficiency not established. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. No further investigation required.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: customer always gets 1.2 as result. No matter what changes he makes to diet or coumadin dosing. July 23, 2009, pt called back with updated info. New strips results reported: meter-inr: 1.7; lab-inr: 1.8.